Event description:
Patient called to report an adverse event involving euflexxa injections he received in both knees on (B)(6) 2023. Patient stated right away after the injections he was not feeling right and experienced headache, trouble breathing, dizziness, nausea, and a cracking sound in knees when walking. Patient is concerned about the side effects getting worse and how long they will last, and is apprehensive about getting the rest of his scheduled injections due to the side effects he's experiencing. Reference report: mw5149340.